Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable device malfunction. This MFR report is being submitted based on the evaluation results.: a visual examination of the returned device revealed that the stent was partially deployed. A functional evaluation revealed that after retracting the suture thread, the stent could be completely deployed.a review of the device history record for the pertinent lot was performed; and no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The december 2007 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation on oct 26, 2007, that an ultraflex covered ng esophageal stent was used in a stent placement procedure on a male pt (weight unk) on two weeks earlier. According to the complainant, the physician was attempting to deploy the stent when "the crocheted suture wire of the stent was blocked" and the stent could not be deployed. The physician used a second ultraflex covered ng esophageal stent to complete the procedure. No pt complications were reported as a result of this event.